Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery two drill bits broke. The surgeon was using the variable angle (va) hand system. He used a 1.5mm drill bit and this broke once he started drilling. The surgeon was able to retrieve all the fragments. He then proceeded to use another 1.5mm drill bit; this broke also and but he was unable to retrieve some of the drill bit which has been left in the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.130.302s, lot l478373: manufacturing site: selzach. Supplier: frueh verpackungstechnik ag. Release to warehouse date: july 05, 2017. Expiry date: june 01, 2027. Device was first manufactured unsterile under the lot f-22274 by the supplier sphinx werkzeuge ag and sterilized afterwards. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.